Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned in rear lock position and fully mated. The clear stop marker was found to be deployed and deformed. The clear marker was located near the distal tip of the carrier tube. The suture spool was also isolated and found to have been fully deployed and the suture cut distally to the clear stop marker. The sample was returned for evaluation and it was found that the device and suture were fully deployed. As a result, the complaint was unable to be confirmed for suture lock. The exact root cause could not be determined. The likely cause was determined to have been insufficient tension applied to the device during device withdrawal. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risktable (hbrt).

Event description:
The user facility reported that the left common femoral artery was punctured to perform percutanerous coronary intervention (pci). After the percutaneous coronary intervention (pci), hemostasis was attempted with the angio-seal device. After inserting the assembly as usual, the device was inserted. The device was then pulled until the colored band was visible. The device/sheath assembly was attempted to be withdrawn, however it could not be withdrawn, so-called suture lock occurred. After that, the device/sheath assembly could be withdrawn when tension was applied more strongly. Therefore, the procedure continued as usual. The collagen protruded a little onto the body surface, but when the tamper tube was pushed, the collagen no longer protruded. Subsequently, hemostasis was successfully achieved. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 7 mm. The type of procedure performed with the angio-seal device was hemostasis. The estimated blood loss was less than 250cc. The reported event did not result in patient injury. There were no other devices or equipment used with the reported product. The physician stated that "since the speed of the procedure was not slow, it is possible that there were some problems with the spool in the device".

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy . A4: weight: requested, not provided due to hospital policy . A5: ethnicity: requested, not provided due to hospital policy . A6: race: requested, not provided due to hospital policy. D6b: explanted date: device was not explanted . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.